Manufacturer narrative:
The device was not returned; therefore, an evaluation/analysis of the device was not possible. The investigation was completed and noted a device history record review confirmed the device passed all the post sterile inspection checks. Regarding the stroke, the root cause of the injury was unable to be determined due to insufficient clinical details. H6 investigation: type, findings, and conclusion codes and h6 component codes were updated accordingly based on the completed investigation. D4 added primary UDI number as it was omitted from the initial report that was submitted. H6 health effect - impact code. Was corrected from f24 to f12.

Manufacturer narrative:
The impella device has not been received from the customer. Therefore, investigation of the device is not possible. Should the device or any new information be received, a supplemental MDR will be filed.

Event description:
The user facility reported notification of a stroke in a 68-year-old male patient. The event was reported by nursing staff, and the care team became aware of the event during rounds. No additional information was provided.